Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked display window, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker. A loose and slanted drive support disk was noted. The insulin pump passed the displacement test and rewind test. The insulin pump alarmed for a motor error during the basic occlusion test due to the loose and slanted drive support disk. No unexpected button error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces.

Event description:
It was reported that the insulin pump alarmed button error and the buttons on the insulin pump were unresponsive. No further information reported.